Event description:
"We have had 5 cases of mesh erosion with the silicone impregnated poline mesh of the straight-in system." "Sling portion that eroded through the cuff/apex was cut out or removed." Unable to obtain additional information.